Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-01256. It was reported the patient was experiencing reduced healing at the ipg and thoracic lead site. As a result surgical intervention was undertaken on an unknown date wherein the system was explanted. The system was replaced at a later date and effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.